Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument tip was broken. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The instrument tip broke after using for 5 to 10 minutes. There was no observed intraoperative collision or misuse involving the instrument. The customer indicated that no fragment fell inside of the patient.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the harmonic ace instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the distal end. The blade broke at roughly 0.19¿ from the base. The broken piece was not returned with the instrument. In addition, the following information was obtained: the procedure being performed on the date of the event was a thyroidectomy. Corrected information can be found in the following field: d4 (batch sequence was added to the lot number).

Event description:
Refer to h10/h11 for follow-up information.